Manufacturer narrative:
(B)(4) follow u emdr submission for device evaluation. The sample returned did not exhibit the failure as reported. The sample appeared to be a pleurx valve where the tubing was cut about an inch from the valve. The cut appeared intentional as it was a straight cut like from a pair of scissors or a scalpel. Evaluation of the provided pleurx valve did not identify any physical or functional defect. Consequently, the complaint investigation was not able to confirm the reported failure mode. No lot number was submitted, therefore device history record could not be performed. Based on the investigation results, the reported failure mode could not be confirmed. Consequently, a probable root cause could not be identified for this complaint. Since the failure was not confirmed, we were unable to provide a root cause nor any corrective actions. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4)

Event description:
Safety valve came off the pleurx catheter, did not fell off though. Safety valve had to be changed. Implantation date: 2(B)(6)016. Neither patient injury nor medical intervention has been reported. Additional information received 31-july-2017: what is meant by safety valve came off the pleurx catheter, did not fell off though. Safety valve had to be changed. Did it fall off or not? It did not fall off because they were able to react just in time before falling off.